Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6 the event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side rupture. "Probable contracture in remission" baker grade iii and inflammatory lymph nodes via us". Treatment provided for the left side: anti-inflammatory. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.